Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional product codes: kwq, mni,kwp and nkb. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Initial reporter name and address: (B)(6). Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a plif procedures (l4/5) for treating asd on (B)(6) 2022. The event took place in sequence as follows: there was a possibility that the screw 7.0×40 (unk), that inserted to l5 in this surgery was loose, so it was removed. The surgeon tried to replace it with the screw 8.0×40 and tried to insert it but was unable to insert it due to resistance. The tip of the screwdriver in question was broken. The tip of the screwdriver got caught in the core of the screw 8.0×40, and the surgeon had difficulty removing the screw 8.0×40, but he managed to do so and the removal was completed. The surgeon commented that the reason for the difficulty in inserting the screw 8.0×40 was that the patient's bone was quite hard, and that when he did not tap the screw 8.0×40 to break through although he felt resistance during insertion. The surgery was completed successfully within 30 minutes delay. No further information is available. This report is for one (1) 5.5 ti cort fix 8x40mm. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: a manufacturing record evaluation was performed for the finished device. Product code: 186731840. Lot number: 256315. It was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 04/10/2019. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the 5.5 ti cort fix 8x40mm, p/n: 186731840, exhibits signs of normal use. No significant product problem was observed on the surface of the complaint device. A dimensional inspection was unable to be performed due to the complex geometry of the device. A functional test was not conducted due to the mating device being returned in a broken condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the 5.5 ti cort fix 8x40mm, p/n: 186731840 was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.